Event description:
Ibc from patient requesting two new ms3 pumps. Patient reports that "it's going off" at the time. When asked if there was a message associated with the pumps "going off," she reports that it says, "cartridge very low." When asked if she has replaced the cartridges she reports that she did and reset it, but it's still going off. The adverse event was caused by the pumps malfunctioning. Both of the patient's pumps were "going off." Thus the pharmacy courriered two pumps immediately. Author advised pt that if the pump had to be stopped that pt needs to go to the ER. The patient will be returning the pumps. No other information available. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: pulmonary arterial hypertension. Strength: 10 mg/ml. Manufacturer: united therapeutics.